Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version: 2.1.0, ubd: -, UDI#: - h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for a cranial resection procedure. It was reported that during surgery, the surgeon noticed an inaccuracy between navigating the chicken foot probe and the scope probe. They were claiming that although the accuracy was okay with the chicken foot probe, when they swapped to scope probe, they felt it was way more accurate. Troubleshooting steps were performed. The manufacturer representative had confirmed that all settings between instruments were the same, and there were no projections or anything. It was noted that the chicken foot probe did not look visually damaged at all, per the manufacturer representative, and that this was verified multiple times very easily. There was no delay to the procedure and no impact to the patient¿s outcome. The inaccuracy was 2mm.